Event description:
It was reported that the pt is experiencing pain and discomfort in her right leg.

Manufacturer narrative:
Info was received via medwatch report #(B)(4). Evaluation summary: it is not known at this time if the products implanted were zimmer products. No devices or photos were received; therefore the condition of the components are unk. Surgical notes were not provided. X-rays wee not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records was not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.